Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
The device is not available for return at this time as it is currently with the hospital facility.

Event description:
It was reported that patient had two appropriate shocks for ventricular fibrillation, however it was undersensed and the total time to therapy for the first episode was 42 seconds. Both of the shocks failed to convert the patient and the shock impedances were high but still within range. Imaging and reprogramming the shock zones were recommended. Subsequently, the physician explanted the entire system and replaced it with a transvenous one. No additional adverse events were reported.